Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Information contained in this report was previously submitted through asr / psr on 23-jan-2012.

Event description:
Physician reported right side capsular contracture baker grade unknown. Patient reported having had right side moderate breast pain. Physician later reported right side rupture and 'extracapsular silicone in the inferomedial regions' diagnosed via MRI. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
Correction to the aware date of the parent record in the initial medwatch: aware date should have been 26/feb/2025.

Event description:
Physician reported right side capsular contracture baker grade unknown. Patient reported having had right side moderate breast pain. Physician later reported right side rupture and 'extracapsular silicone in the inferomedial regions' diagnosed via MRI. Device has been explanted and replaced with an abbvie device.